Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an beep anomaly. The customer's blood glucose was unknown. The customer reported that the sound was no longer loud. The customer stated the insulin pump was set to audio and vibrate however, did not hear the difference between two audio volume. The customer performed audio test and it failed. Advised customer will replace pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during self test due to broken trace at pin 6 on keypad assembly. Unable to verify audio or absence of alarm due to pump error 63.